Event description:
Post market surveillance review of literature found reports of screw loosening involving moss miami screws. Article title: ¿comparison of unilateral versus bilateral instrumented transforaminal lumbar interbody fusion in degenerative lumbar diseases (xue, h.) Publication date: jan 2012¿. Clinical findings determined by medical safety and complaint management: n=3, screw loosening (moss/miami). The following mfg medwatch reports are being filed for the three patients/events involving screw loosening: 1526439-2014-11568; 1526439-2014-11584; 1526439-2014-11585.

Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: ¿comparison of unilateral versus bilateral instrumented transforaminal lumbar interbody fusion in degenerative lumbar diseases (xue, h.) Publication date: jan 2012¿. No therapy dates have been provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.